Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device¿s navigation ring is not working anymore. A replacement is required. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the devices navigation ring is not working anymore. Replacement is required. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.